Event description:
The customer reported that during a resection, the device jaws would no longer open while on tissue. The device was cut from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking.